Event description:
The customer reported being hospitalized due to low blood glucose. The caller stated that her glucose reading was 89 mg/dl the night before the event. The customer stated that after falling asleep, her husband could not wake her up. The customer was sweating and could not stand. The customer's most recent glucose reading was 142 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The reservoir shows the same amount of insulin that the status screen shows. The caller mentioned that the insulin pump was exposed to a body scanner at the airport. Advised the customer to contact her doctor regarding the low glucose and call back if further assistance is needed. No additional info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.